Event description:
2025-mar-13 (B)(4): information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for cancer indications for use. It was reported that they charged the patient's equipment last night but today the patient has been having difficulty connecting to their pump to request/receive a bolus. The patient stated that they have been seeing 'no device connected,' which was later clarified as 'no device found' when trying to connect to the pump. When the agent attempted to clarify event date, the patient stated that 'ever since I've been here, I've for a few days,' then stated, 'since sunday,' they were patient's sister and have noticed telemetry delay since they've been here, but the patient's son has been helping the patient with equipment prior to the patient sister arrival. The patient's son stated that "don't touch anything and eventually it will go through," this is the first time I've seen the device," in reference to patient's son noticing a telemetry delay at 90% prior to the patient rep arriving at patient's house. The agent unable to determine event date. It was determined that the patient son and patient were holding the handset and the communicator over one another instead of holding the communicator over the pump. The agent reviewed and the patient mentioned reading no device response briefly and no device found but then the patient son asked patient why they stopped holding the communicator over the pump. The patient in the background said they were tired. The patient son had patient put communicator back over the pump and the patient son/patient able to request/receive a bolus well without issue. The troubleshooting steps that were taken on the call resolved the reported issue. The patient son read a 2 hour and 59-minute lockout after bolusing. After connecting, the agent assisted the patient son in resetting the bluetooth and location settings on the handset. The agent also reviewed clearing data. Prior to clearing data, the patient's data was 1.74 mb. While on call, the patient stated that patient's handset battery percentage was decreasing while it was plugged in., they were going to make sure it's fully plugged in, but stated they were using a white cord in the handset and a black cord in the communicator. The agent reviewed charging cord types for both sets of equipment and the patient will continue to charge handset and monitor. The patient's family and patient will monitor telemetry delay and call back if further assistance is needed. The patient reached out again the agent reviewed the communicator placement considerations. The patient confirmed that they were able to connect and deliver a bolus. The agent redirected the patient to follow up with an hcp if they continue to have telemetry concerns to check the pump/implant site. The patient confirmed that they did not fall or have trauma that would impact implanted device.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.